Manufacturer narrative:
Corrections in a2: dob, d9, and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed the tip has fractured off. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a plug drover tip broke off during the final locking stage of a case. The tip was retrieved. Another driver was used to complete the surgery. There was no impact on the patient and no delay of surgery.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a plug drover tip broke off during the final locking stage of a case. The tip was retrieved. Another driver was used to complete the surgery. There was no impact on the patient and no delay of surgery.